Manufacturer narrative:
Date of report : 26feb2019, date rec¿d by MFR : 21feb2019. The sensor board, exhalation flow sensor and the oxygen flow sensor were returned for evaluation. A visual inspection of the returned components revealed no signs of contamination. All returned components were installed to a good test ventilator. The test ventilator was tested and passed all testing. The test ventilator operated within the manufacturing specifications. No product deficiency was found on the re turned components. No failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12dec2018. The field service engineer (fse) tested the device and verified the reported condition in the diagnostic log. However, the fse could not duplicate the actual ventilator inoperable condition.the fse replaced the air and oxygen sensor cables, air flow sensor, o2 flow sensor and sensor printed circuit board assembly (pcba). The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that during clinical use, the ventilator generated an error relevant to ventilator inoperable condition.patient/user involvement. The event date was not specified; estimate used.